Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Section d9/date returned to manufacturer: 01sept2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material clogging in the air/water (a/w) nozzle - however, it was not possible to presume further the cause of the clogging. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): ·operation manual_ preparation and inspection inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function the IFU states the following regarding reprocessing of the a/w channel: "·reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories - flush the air/water channel with detergent solution - remove detergent solution from all channels" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an air/water flow issue with the air/water flow system while using the evis exera iii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was possibly foreign material clogging the air/water flow system. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the patient¿s allegation was confirmed due to possible foreign material clogging the air/water flow system nozzle. Bending manipulation of the insertion tube was found, the adhesive part on the bending rubber was worn out, peeling of coating due to chemical stress exposure to ultraviolet ray/aging deterioration, and the objective lens was chipped due to shock (dropping/knocking device on hard surface). Also found were defects of the universal cord/distal end/ connector/control section/related parts, control body defects (including switches),remote switches, switch issue (all functional),switch rubber falls out; foreign material could not be removed (even if correct reprocessing was performed) due to the buckling of each channel or nozzle/the gap on the insertion section of the boot, and there was a chip/crack/melting/scratch of the camera cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.